Event description:
Reportedly, the patient sustained a shock therapy while playing a slot machine at a (B)(6). During the subsequent follow-up one vf episode was recorded on (B)(6) 2017 in the device memory, during which a shock therapy was delivered inappropriately. The egm suggested that noise was detected as vf and it triggered a shock therapy. The physician considered that the inappropriate shock was related to the machine he was playing with, the patient returned home with the parameters of the ICD same as before. The next follow-up is scheduled for october based on his regular follow-up intervals.